Manufacturer narrative:
A review of the device history records was conducted for the concerned device and there was no non-conformities or deviations regarding the described issue was found.

Manufacturer narrative:
The referenced device (lot#fr891199) was returned for a physical evaluation. A visual inspection was performed and found the whole needle inside the insertion coil sheath of the device was completely broken off/detached. The insertion coil sheath was severely kinked below the metal protector boot. There was no other damages noted with the device. Based on the reported complaint and the evaluation results, the potential cause of the detached/broken off needle was attributed excessive stress on the insertion coil sheath.

Manufacturer narrative:
The referenced device was not returned to the service center for evaluation. The exact cause of the reported event could not be confirmed. However, if additional information becomes available or if the device is returned at a later date, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during a therapeutic procedure, the aspiration needle at the distal end of the device reportedly broke off and fell into the patient. The broken needle was retrieved by the end user. There was no patient injury reported. The end user further reported the device was removed from the scope and the remaining section of needle was found bent causing the resistance when trying use the needle.